Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called advised enduser stated chair was sluggish and speeds up and slows down intermittently.